Event description:
It was reported that a patient became asystole. During a pulsed field ablation (pfa) procedure to treat a redo atrial fibrillation a farawave pulsed field ablation catheter was selected for use. During the procedure, an atrial flutter was induced, the left atrial anterior wall and left atrial posterior wall were ablated. Then, the right atrial lateral and anterior wall were ablated. After all lesions were completed, the physician cardioverted the patient but after that the patient became asystole. Multiple pacing maneuvers were performed and isopril was given. The physician decided to implant a temporary pacemaker and while doing, the patient's heart started to beat on its own again. The patient received a permanent pacemaker and was discharged from the hospital.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.